Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of being hospitalized in (B)(6) 2015 for blood glucose of 476 mg/dl and diabetic ketoacidosis. Troubleshooting found that the customer was having an issue with the tubing being kinked. Customer indicated that they were off of the pump for 3 days while in the hospital but wore it beforehand. High blood glucose troubleshooting was declined. No further details given.